Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the first vessel sealer extend (vse) instrument got stuck on tissue and it was not possible to open or move it. The vse instrument was blocked and a message was displayed asking to press the inversion pedal. The site opened the vse instrument manually by forcing on the opening latch. A second vse was used, and again during the operation the same problem occurred. The instrument was blocked on an organ and the same error message on the robot was displayed. The procedure was completed with no patient injury and with a delay greater than 30 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the vse instrument (part#480422-01/lot# l90220316 0219) associated with this event has been performed. Per logs, the vse instrument was last used on (B)(6) 2022 on system (B)(4). The total procedure duration was 3 hours 31 minutes. Refer to the report with patient (B)(6) for the information on the other vse with the same problem during the event. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. Additionally, the procedure was delayed by more than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system and the vse instrument passed self-test homing. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. No ceramic dots were missing. A review of the master supervisory controller (msc) logs showed the instrument energy grip release was used. The instrument was found to have a dislodged blade based on log review. Visual inspection did not show the blade was exposed outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of the logs showed one blade exposed failure. The instrument passed the knife slot test. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. The instrument was also missing the grip open lever at the proximal end.

Event description:
Refer to h10/h11 for follow-up information.